Event description:
Patient with heartware left ventricular assist device (lvad) presented with transient ischemic attack (tia) symptoms (in the setting of subtherapeutic international normalized ratio (inr) 1.7 and bilateral carotid stenosis l>r) two days prior to cerebrovascular accident (cva). Tia symptoms were thought due to stuttering tia vs migraine. Lactate dehydrogenase (ldh) during tia symptoms was 297; plasma hemoglobin (hgb) was not collected. Pt was released to home and re-presented < 24 hours with right hemiparesis and expressive aphasia. Ldh during cva remained in the 270s; plasma hgb was not collected. Etiology of cva was thought to be due to left carotid stenosis rather than hemolysis, and pt received left carotid endarterectomy.